Event description:
The surgeon implanted a cc4204bf plate collamer lens. The surgeon noticed a greenish tint 1 day post-op. The lens remains implanted. The patient is fine. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.